Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to extreme liquid damage within the device. An internal inspection found internal water and mold damage inside the device. The device was deemed unrepairable due to the extensive damages found. The device was returned to the customer unrepaired and labeled not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.